Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil migrated into my uterus at (B)(6)") and pregnancy with contraceptive device ('pregnancy with essure') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and foetal exposure during pregnancy "right coil migrated into my uterus at (B)(6)" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and uterine pain ("causing me lots of pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: right coil migrated into my uterus at (B)(6) causing me lots of pain and putting my precious baby at risk. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil migrated into my uterus at 12 weeks pregnant') and high risk pregnancy ('putting my baby at risk') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (3, first at age 15 yrs: 60lbs weight gain), parity 3 and spontaneous abortion (lost that one with pregnancy on mirena (see us-bayer-(B)(4))). Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), uterine pain ("causing me lots of pain") and complication of pregnancy ("complication of pregnancy") and was found to have a pregnancy with contraceptive device ("pregnancy with essure") and high risk pregnancy (seriousness criterion medically significant). At the time of the report, the device expulsion, pregnancy with contraceptive device, high risk pregnancy, uterine pain and complication of pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered complication of pregnancy, device expulsion, high risk pregnancy, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: right coil migrated into my uterus at 12 weeks pregnant causing me lots of pain and putting my precious baby at risk. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Event of pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil migrated into my uterus at 12 weeks pregnant'), pregnancy with contraceptive device ('pregnancy with essure') and high risk pregnancy ('putting my baby at risk') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (3, first at age 15 yrs: 60lbs weight gain), parity 3 and spontaneous abortion (lost that one with pregnancy on mirena (see us-bayer-(B)(4))). Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), uterine pain ("causing me lots of pain") and complication of pregnancy ("complication of pregnancy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy (seriousness criterion medically significant). At the time of the report, the device expulsion, pregnancy with contraceptive device, high risk pregnancy, uterine pain and complication of pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered complication of pregnancy, device expulsion, high risk pregnancy, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: right coil migrated into my uterus at 12 weeks pregnant causing me lots of pain and putting my precious baby at risk. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be duplicate to record # which will be deleted from bayer safety database after all information was transferred to this case us-bayer- (B)(4) which will be retained. New: reporting patient's name and patient's initials were updated. Social media reporter's were added. Event code was changed from "device dislocation" to "device expulsion". Events "complication of pregnancy" and "high risk pregnancy" were added. Event "foetal exposure during pregnancy" was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.